Event description:
After normalizing, connected prime wire message read (107) "pressure wire has a short condition". Equipment rep came out and checked the equipment. It was a software issue which was corrected. There was no harm to the patient.device #1is this a laboratory device or laboratory test?no.